Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced poor performance with device use. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
The device passed the external visual and photographic inspections. System lock was verified. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis of the electrode revealed excessive silicone seepage into the contact pads across all channels except an electrode. This is not believed to be related to the return reason. The device passed the electrical tests performed. This is the final report.